Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion. Following the removal surgery, the patient fully recovered.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the patient experienced an infection that revealed the urethral erosion at the location of the cuff. The physician related the event to poor tissue quality due to radiation, following the removal surgery, the patient fully recovered.